Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2019 and the barbed suture was used. During surgery, the suture broke. A like device was used to complete the surgery. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 05/13/2020. Additional information: d10, h6. Additional h3 investigation summary: it was received for analysis a used open sample of product code sxpp1a404, lot pcm353. During the visual inspection of the opened sample, the swage and attachment area were noted to be as expected; however, marks on the body needle that appears to be by surgical instrument were observed; the suture piece was examined, and the end isn't broken, it's cut appears to be by the use of a surgical instrument. Due to the condition of the sample the functional test can¿t be performed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to condition of the opened sample, the assignable cause of performance breakage suture suggests an improper handling.